Manufacturer narrative:
It was reported that the customer was using the crutches when the crutch broke, he fell, cut his right leg and required stitches on the right leg. According to the customer he has an above the knee amputation to his right leg and uses the crutches daily. The current pair of crutches had been in use for approximately twenty days prior to the incident. On the day of the incident the customer reported that he was getting out of his bed to use the restroom. He was taking the first step with his right leg forward when that crutch suddenly broke in the area of the height adjustment pin and he fell directly onto the stump area of the amputation on his right leg. His leg went straight down onto the carpeted floor in his bedroom. The client reported that his parents took him to the emergency room and he received five sutures to the right leg. X-rays were negative for all fractures. The sutures were removed two weeks later by the customers primary care provider with no further treatment required. No sample has been returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the customer was using the crutches when the crutch broke, he fell and required stitches on the right leg.